Event description:
It was reported that the customer was getting a message on their system stating the software was not for human use. The caller tried rebooting prior to calling the technical support engineer (tse) two times already, but the issue did not resolve. Tse asked if the system was being used with a simulator prior, and the caller said no, and that they completed two cases prior without issues. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected system and performed hard power cycle on whole system. A power cycle did not resolve not for human use (nfhu) error message. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. System logs were reviewed and 55018 and 31258 errors were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. After installing the mtm on a test system and running the fitness test, the unit failed functional testing with 31258 and 55018 errors, replicating the reported complaint. Engineering removed the cryptoticket and the error was resolved. The rest of the fitness test was performed and the unit failed gravity balance test. After running calibrations, the mentioned test had passed. As a result of this investigation, failure analysis has concluded that a software anomaly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a software anomaly in the mtm. This issue may be resolved by fse service of the system to replace the mtm.